Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Patient reported "experienced high fever, swelling and severe pain in her left breast, due to infection". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported "experienced high fever, swelling and severe pain in her left breast, due to infection". Device has been explanted.